Event description:
A report was received that the patient was prescribed oral antibiotics due to an infection of the lead site. The patient was feeling generally unwell and was experiencing tenderness and discharge at the lead insertion site. The physician decided to keep the patient on antibiotics for 3 months and undergo bandage changes twice daily. The patient remains implanted.